Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir ring came off. Customer¿s blood glucose level was 174 mg/dl. Customer stated that the reservoir had crack. Customer also stated that the reservoir was able to lock into place. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.